Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert and insulin pump error. The customer¿s blood glucose level was 154 mg/dl. Customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. Customer also reported blank display. The display returned after insulin pump restart. The device will not be returned for analysis.